Event description:
The customer called and reported he was experienced several low blood glucose levels where he was unable to wake up and emergency medical services had to break into his apartment one time. Customer stated there were three low blood glucose incidents since the paramedics came. At the time customer was treated by emergency medical technicians, his blood glucose was 29 mg/dl. Customer was treated with sugar. Customer was unsure of what caused the low blood glucose. He stated he was eating more healthy and exercising more. Troubleshooting was performed with the customer's insulin pump. No anomalies were noted and it was advised for the customer to speak with healthcare provider regarding the low blood glucose and basal rates and to monitor the pump and call back if issues were to persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.